Event description:
It was reported that the tubing from the bottom of reservoir that leads to blood bag became disconnected and caused blood to leak onto the floor. There were no adverse consequences to the patient or the staff. It is unknown how much blood was lost due to the event. A back-up device was used to complete the re-infusion. There was no pre-donated or bagged blood required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.